Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced difficulty operating the pump and was unsure whether he was emptying his bladder completely. The patient reported being catheterized while the aus was not deactivated and was taking medication that could contribute to urinary retention. The patient was provided with educational resources and guidance on proper device use. After following the instructions, the patient was able to operate the device and void successfully. There were no further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced difficulty operating the pump and was unsure whether he was emptying his bladder completely. The patient reported being catheterized while the aus was not deactivated and was taking medication that could contribute to urinary retention. The patient was provided with educational resources and guidance on proper device use. After following the instructions, the patient was able to operate the device and void successfully. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A DHR and ship history review cannot be performed as the lot number was not available. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, the conclusion code of unable to exclude device problem has been chosen. Correction to field h6: device codes.